Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) is approaching recommended replacement time (rrt) and the physician is concerned of rapid battery depletion/premature battery depletion. The ICD remains in use and will continue to be monitored. No patient complications have been reported as a result of this event. It is noted the ICD is connected to a competitors left ventricular (lv) lead with high thresholds.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 89% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: 7121, competitor lead, implant: (B)(6) 2011; model: 1158t, competitor lead, implant: (B)(6) 2011. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri). The device has been removed and replaced. No patient complications have been reported as a result of this event.